Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the three matrix cases done on saturday (B)(6) 2013 have all become infected and two of those cases have been brought back for washouts already. It is believed that the cause of the infections is the new bone substitute the surgeon was trying, the genex putty. In all three cases he used 10cc along with the sterile matrix implants. There is traceability on all the implants. These are the first infected cases that have been seen in the facility and the only variable that has changed is the bone putty. The supplier of the putty has been contacted and they said that they have never had a problem like this. These matrix cases may end up needed revisions down the line if the infections are not resolved. No article was received for investigation and no further information was provided. Three complaints have been opened for each of the three matrix cases, complaints (B)(4). This report is for 1 unknown spine product and is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: patient ID, age, and sex were provided. Brand name, product code, part number, lot number, and manufacturing location were provided. MFR date: 27-jun-2013. The manufacturing and sterilization documents were reviewed and no complaint related issues were found. According to the attached certificate the sterilization was performed as required.

Manufacturer narrative:
Additional information was received.

Event description:
Update (B)(6) 2013 according to the surgeon, the patient is doing well.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Actual event date not known. This report is for 1 unknown spine product. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided.